Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and an alarm indicating motion sensor test failure after taking the reservoir and rewinding. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields an hour prior to the call when they had a magnetic resonance imaging. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the motion sensor test failure alarm could not be performed as the insulin pump will be replaced and could not exit the rewind sequence. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. No motor position encoder error alarm on alarm history screen. Drive support disk was inspected an no anomaly was noted. Analysis was unable to perform functional test due to motor error alarm anomaly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.